Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 24f sheath hole prior to a mitraclip interventional procedure. The sutures of two prostyles were successfully pre-placed. Reportedly, the physician wanted to widen the puncture site using a scalpel and had forgotten that the prostyle sutures had already been pre-placed. The physician inadvertently cut the sutures of the first prostyle with the scalpel. The sutures of the second prostyle remained in place. The sheath was upsized to a sheath size </=24f and the mitraclip interventional procedure was completed. Hemostasis was not achieved with the one pre-placed prostyle suture and therefore; a figure of 8 stitch and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the user inadvertently cut the suture attempting to widen the access site as part of their treatment plan. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.